Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Device received with cracked reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 286 mg/dl. The customer stated that the insulin pump's reservoir lip ring had physical damage and the reservoir was able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.